Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an unrelated post-surgery device check, an alert for high hv lead impedance was observed. Pocket encapsulation as the cause of steady rise in impedance was suspected. Patient was asymptomatic. Device will continue to be monitored.